Manufacturer narrative:
B4:29jul2021. Information was received that the device was in clinical use; no patient harm. The customer confirmed the reported failure. The field service engineer (fse) replaced the front bezel to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
The device was not in clinical use. There was no patient or user harm was reported.

Event description:
The customer reported navigation ring is not working when trying to adjust the settings. The device was not in clinical use. There was no patient or user harm was reported.